Event description:
It was reported that rising thresholds, and undersensing on both the right atrial (ra) lead and right ventricular (rv) lead prompted a replacement surgery to explant and replace the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. Model: 5086mri52, lead; implant: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.